Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter telephone number (B)(6). Initial reporter state (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6)2022 that the patient reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2023, additional information was provided. The patient reported that on the same day the sensor was inserted, the patient stated that prior to inserting the sensor, one side of the adhesive¿s backing material looked wrinkled and dry. The patch did not look right after it was applied so she stopped the session and removed it, and when trying to pull it off correctly with the transmitter still attached, the sensor wire remained in her abdomen. She called for an ambulance and was taken to a ¿walk-in¿ which she stated is what they call urgent care in her area. The physician administered local anesthetic and probed the area. The physician removed ¿a few pieces¿ but told the patient she didn¿t think she got it all. The patient returned to the urgent care another day and an x-ray was done which showed no evidence of remaining wire fragments. She later went to her family physician who numbed the site with local anesthetic, probed the area without finding any pieces of wire, and taped it closed. No sutures were used for either procedure and no antibiotics, pain relievers or other medications were provided. She later had a phone consultation with a fourth physician, who told her that any remaining fragments, if present, would likely stay under her skin indefinitely. Other than the first visit on the day of the event, she does not remember any of the dates that she saw or spoke with the doctors. At the time of the follow up report, she stated that the insertion site still had a pencil point sized pinkish red spot and although there was no discomfort it still did not quite feel right; there were no signs of infection. She was planning to see her own doctor on (B)(6)2023 and stated that she would report back if any additional intervention was performed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.